Event description:
The inner sterile packaging containing the monomer vial was broken. This event did not occur during surgical procedure; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
The cause of the event could not be determined by the MFR. Further studies are required to reproduce this condition.